Manufacturer narrative:
The exact date of event is unknown, but reportedly occurred in (B)(6) 2015. Product investigation summary: the returned part is broken as described in the complaint description. There was no specific information provided by the reporter to explain what happened to this article. Based on this limited information, the exact reason for this problem could not be determined. It is likely that wear and tear over the years (as the instrument is over 15 years old) has led to this damage. To prevent such problems, it is necessary to replace worn or damaged instruments. No product problem identified. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 24, 2000. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that five (5) instruments malfunctioned during a surgical procedure(s) in (B)(6) 2015. The coupling of a 2.4mm stardrive screwdriver shaft broke. The tips from two (2) cannulated cruciform screwdrivers broke. A t-handle with quick coupling was not functioning properly (specific issue unspecified). And the threaded portion of a universal chuck with t-handle was broken. All broken pieces were retrieved and alternate instruments available to complete the procedure. A surgical delay between fifteen (15) and thirty (30) minutes was noted. No additional information is available. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Although requested, additional information has not been received from the reporter as of the submission date of this report. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review has been requested and the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reported an event in (B)(4) as follows: it was reported that two cannulated cruciform screwdrivers had broken tips. It is unknown when and how the tips were broken. There was no report of patient harm or surgical delay. This report is 1 of 2 for (B)(4).